Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: on investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data found that the last basal and bolus were delivered on the complaint date. No activities out of normal were found. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A normal and an audio bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.